Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to the main hh drawers 4.2 and 3.1 having cubie pocket failure. A field service engineer reseated row board connections on both 4.2 and 3.1 main hh drawers 622 boards, which resolved the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system main hh drawers 4.2 and 3.1 row b not detected on communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.